Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Impossible to remove the prosthesis. Removal of the prosthesis. Girdle broken.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 23-jul-2025.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c2258361 involved in this complaint was returned for evaluation, not with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08th of july 2025. Refer to ¿examination of returned device¿ section for lab attendance and notes on evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in neutral position red shuttle on the last dimple (after ponr) safety wire still in place. Stent returned partially deployed with polyimide exposed. Break observed at the zip port approx. 27cm from the white tip kink observed approx. 77.5cm and 130.5cm from the white tip. (Ruler (B)(4)). Functional inspection: handle actuating with resistance for deployment and recapture. Unable to remove safety wire. Unable to deploy stent. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2258361. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor, continued attempts to deploy may have led to a build-up of pressure at the kink subsequently leading to further kinking in two places and the flexor break as observed in the lab evaluation and confirmed by the customer. As a result of the flexor break, the safety wire could not be removed in the lab and the stent could not be deployed. Another possible root cause could be attributed to the user attempting to deploy the stent without removing the safety wire once it has passed the point of no return. This then would put strain on the device causing the device to kink and eventually leading to the flexor break preventing any further deployment. As the stent was partially deployed when the flexor broke, this would have exposed the polyimide. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, another device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.